Manufacturer narrative:
(B)(4). Batch # m52g4e. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal one driver up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on patient tissue? If yes, how was the device removed from the patient tissue? Did the device lock out and would not fire? If the device fired, did it staple? If yes, was the staple line complete? If the device fired, did it cut? If yes, was the cut line complete?

Event description:
It was reported that during a colectomy procedure, the stapler locked on the first shot and did not unlock. Another like device was used to complete the procedure. There were no adverse consequences for the patient.